Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that the defib conductor was distorted and blood was noted in the helix mechanism.

Event description:
It was reported during the implant procedure that there was an apparent lead fracture. The physician noticed that the coil appeared to be separated. The lead was not implanted. No patient complications have been reported as a result of this event.